Event description:
It was reported that installing software version b.17 on the cardiosave intra-aortic balloon pump (iabp) caused a board corruption. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional poc: contact person name: (B)(6), contact person e-mail address: (B)(6), contact person phone number: (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced executive processor board (d670-00-0770) and video generator board (d670-00-1182). After replaced these parts fse reloaded sw b.17 and finished the installation of the unit. Installed and tested this unit, equipment works to manufacturer¿s specs, cleared for clinical use after in-service. Fse gave the unit to the customer.